Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of the femoral artery using the starclose se device after a diagnostic procedure. Reportedly, after step three and before step four, due to resistance, the physician removed the device from the patient. The safety release button was not used. The device was pulled out "unexpectedly" and the vessel locator wings were still open when removed. The clip remained on the device. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.